Event description:
It was reported that there is a known performance issue with this atrial lead. A recent alert was generated for atrial intrinsic amplitudes out of range. Additionally, intermittent pacing impedance measurements greater than 3000 ohms were noted. There was no noise or oversensing observed. The clinical observations were documented. No adverse patient effects were reported. Additional information was received that a signal artifact monitor (sam) episode was generated. The episode was due to noise and the previously reported out of range pacing impedance measurements on the atrial lead. The episode disabled the minute ventilation (mv) sensor. The reported clinical observations were documented, and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there is a known performance issue with this atrial lead. A recent alert was generated for atrial intrinsic amplitudes out of range. Additionally, intermittent pacing impedance measurements greater than 3000 ohms were noted. There was no noise or oversensing observed. The clinical observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.